Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms, and impedance trends showed a gradual increase in measurements. At a recent 11/5 clinic visit, the bipolar rv impedance measurement was 2,713 ohms and the unipolar rv impedance measurement was 2,515 ohms. The device was programmed to doo. Some baseline noise was observed in unipolar, but was not oversensed. The patient's device was recently replaced in (B)(6) 2024, and elevated impedances were noted at that time as well. The physician attempted to replace the lead, but the lead was left implanted due to occlusion. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. It was noted that the patient was pacer dependent with complete heart block.